Event description:
It was reported that leakage occurred between the common inflation arm and the stopcock during flushing while performing pre-use testing. The device was not used on a patient. No patient injury was reported.

Manufacturer narrative:
The provided video confirmed the reported issue. Previous investigations into similar issues identified the root cause as an operator error during manufacturing, in which insufficient glue was applied to the stopcock joint during assembly. Due to multiple reports of similar malfunctions, the product design is currently being reviewed under dhf0155 to address this issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.